Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery, the drill tip broke off while drilling into very hard glenoid bone and remained in the bone. No further information was received. Update 12-jun-2026 - further information was received: it was reported that during the modular glenoid system surgery, the drill tip broke off while drilling into very hard glenoid bone and remained in the bone. The drill broke off during the final drilling operation. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.